Manufacturer narrative:
This is one event (cerebrovascular) of three events reported for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced on or about (B)(6) 2012 a cardiovascular event; on or about (B)(6) 2012 multiple cardiac events and on or about (B)(6) 2013 experienced a cerebrovascular event after the use of the product.